Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient via a company representative reported the battery was on her pant line and was irritating her skin. Palpation to her skin by the physician verified hypersensitive area. The patient was scheduled to have a battery pocket revision and replacement with sensor on (B)(6) 2015. The patient strongly desired the battery to be replaced to get the adaptive stimulation feature. The indication for use was chronic low back pain. If additional information is received, a follow-up report will be sent.